Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered five shocks, all determined to be appropriate, to treat the patient's ventricular tachycardia (vt). The patient's vt was noted at 200 beats per minute and lasted greater then three minutes. The patient passed out and external rescue was required. When interrogating this crt-d in follow up, it was observed that there were no recorded episodes with the exception of 2-3 non sustained ventricular tachycardia (nsvt's) episodes which were recorded at different times than this episode. It was noted that the device was programmed to a single zone rate cut off (rco) of 190 beats per minute. The boston scientific crm technical services consultant advised that the patient's rate was probably sensed right at or below the rco. There were no other adverse patient symptoms reported associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this crt-d remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.